Event description:
Procedure type: pancreatectomy. According to the reporter: the jaws would not close. The jaws were kept closed on the tissue for 20 minutes as usual, but when the surgeon tried to fire the device, the handle was squeezed without any resistance and firing could not be performed. A new stapler and new cartridge were opened, but the same trouble occurred. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).